Event description:
During a novasure endometrial ablation on (B)(6) 2011, on an "anteverted and bulky" uterus, there were 2 unsuccessful cavity integrity assessment (cia) tests "because of a patulous cervix". The ablation was completed and the pt was discharged home. No hysteroscopy was done prior to or after the ablation. The next day ((B)(6) 2011) the pt reported to the emergency room (ER) with "severe abdominal pain". Initially she was diagnosed with endometritis and given intravenous antibiotics. When she did not improve a computed tomography (CT) scan was done and showed a pneumoperitoneum. She was taken to the operating room (or) for a laparoscopy. At this time, a "circumferential blanching with a central focus of cautery char was noted in the cornual regions bilaterally. The right sided blanching was greater in diameter than the left. Also noted was a 1-2cm small bowel perforation associated with surrounding cautery effect and necrosis. A small bowel resection with end to end anastomosis was done" on (B)(6) 2011. The pt was discharged home in stable condition after a 5 day hospitalization".

Manufacturer narrative:
Lot and serial number for the disposable device not provided by the complainant, therefore the expiration date is not known. Neither the disposable device not the radio frequency controller are being returned therefore, a failure analysis of the novasure system cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Rf controller: manufacture date 10/2010. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. This controller was released meeting all internal specifications. (B)(4).